Event description:
The catheter was inserted into the right antecubital vein. Only saline had been put through the catheter and high pressure injection was not used. When the clinician was bringing the pt out for contrast and touched the device, the catheter pulled out of the adapter. There was no catheter material left on the outside of the pt and the catheter fragment could not be pulled from the pt. They were unable to feel the catheter through the skin. No x-rays to locate the catheter were taken at this time. An x-ray was later taken and the catheter was not located. An ultrasound was done and the catheter fragment was found in the arm. They marked the area on the arm. The pt was transported by ambulance to a hospital and kept overnight. The catheter fragment was not retrieved.

Manufacturer narrative:
The hospital has been advised to keep the unit on site. However, a pre-paid mailing label and shipping tube have been sent to the customer for return of the unit if it becomes available. The hospital has indicated that they have representative units from reported lot number 7002525 to return for evaluation. Upon receipt of the samples and completion of the investigation, a supplemental report will be submitted. Date submitted: 06 august 2007.